Event description:
The physician pushed the delivery system to insert it through the stomach into the intrahepatic bile duct, but it caught on the stomach wall and could not be inserted. When the delivery system was removed from the patient's body and the product was checked, it was found that the tip was missing. Another stent (niti-s) was used to finish the procedure. It was difficult to remove the tip under fluoroscopic guidance because the tip was not radiopaque. The physician also determined that endoscopic removal would also be risky because the stent has just been inserted by hgs and a fistula between the liver and stomach was not fully formed. The tip was not found and the physician speculated that the tip was pushed into the bile duct because the gw was not removed before the procedure was finished. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that during insertion of the delivery system it was caught. When it was removed and checked it was found that the tip was missing. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. There were no curve and kinking on the stent loaded part, and deployment was tried without pressure and it deployed well. In the inner sheath, notable kinking was not observed. The tip was detached, but not returned. As a result of comparison with a normally manufactured inner sheath, it was confirmed that the inner sheath was not damaged and only the tip was detached. Eus-bs stent is intended to maintain a punctured fistula between a gastrointestinal tract and a biliary tract in endoscopic ultrasound-guided biliary drainage. It can be hard to insert of delivery system caused by pressure generated depending on patient's lesion. If you try to insert it by force in this situation, tip of inner sheath can be pressed, and tip can be detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the description "physician pushed the delivery system to insert it through the stomach into the intrahepatic bile duct, but it caught on the stomach wall and could not be inserted", it is considered that the delivery system was difficult to insert due to strong pressure at the patient's lesion and procedure. Then, it is considered the tip was pressured due to the patient's lesion and procedure during insertion and/or removal of the delivery system, resulted in tip detachment. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that during insertion of the delivery system it was caught. When it was removed and checked it was found that the tip was missing. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The physician pushed the delivery system to insert it through the stomach into the intrahepatic bile duct, but it caught on the stomach wall and could not be inserted. When the delivery system was removed from the patient's body and the product was checked, it was found that the tip was missing. Another stent (niti-s) was used to finish the procedure. It was difficult to remove the tip under fluoroscopic guidance because the tip was not radiopaque. The physician also determined that endoscopic removal would also be risky because the stent has just been inserted by hgs and a fistula between the liver and stomach was not fully formed. The tip was not found and the physician speculated that the tip was pushed into the bile duct because the gw was not removed before the procedure was finished. There were no patient complications as a result of this event.